Event description:
Consumer reports inaccurate readings when comparing to old meter. Analysis run on clarke error grid using competitive readings as ref. Points vs. Bd readings. Data points fell into the "d" zone of the grid. All readings in the unacceptable ranges.